Event description:
Weight: 120 kg. Incorrect joint behaviour.. Stance phase resistance is free/permanent/since event/for level joint since return from service 600769260. Fall! According to feedback from the medical supply company dated on 7 january 2026: got out of the car. Walked about 3 steps and then the joint suddenly released. No resistance. The joint collapsed and mr r. Fell. Resistance was suddenly completely gone/holding under zero load. This came all suddenly, without any warning. He's done before when he was physically on the treadmill, but without falling as he could hold on to the treadmill handle. Did the "free swing" occur during the fall or really only after the fall? The joint no longer had any resistance when stepping down and accordingly collapsed under load. Was it permanently free or was it only free for a moment? From that point it was completely free. Did it have to be reset with the charger to work again? Then it stopped working at all. A bit of resistance was felt by the user after setting the flexion resistance to maximum. According to user report dated on 7 january 2026: (B)(6) got out of the car, walked 2-3 steps and then suddenly the knee joint of his osseointegrated transfemoral prosthesis released completely and the joint collapsed. This resulted in a fall and contusions of his residual limb (left), left back and left shoulder. In addition, he fell to his right knee and the inlay of his total knee replacement has loosened. This still requires surgery.